Manufacturer narrative:
The patient and device codes were coded by the manufacturer. (B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported failure to advance and subsequent treatment appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the graftmaster stent was used to treat a perforation that occurred in the moderately calcified, left anterior descending (lad) with the use of an unspecified device. The graftmaster device was advanced but failed to cross the perforation due to anatomical issues; after balloon angioplasty which resolved the tamponade the patient was transferred for additional surgical intervention. Use of the graftmaster did not cause or contribute to complications or an adverse event. The perforation continued to dissect the entire lad artery length during the surgical intervention. Subsequently, the patient died. The actual cause of death was not reported. No additional information was provided.